Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the european journal of orthopaedic surgery & traumatology titled ¿ligamentoplasty in scapholunate instability: short-term results of the ¿all dorsal scapholunate repair¿ technique¿. The study reviewed twenty-one (21) patients who underwent shoulder procedures using arthrex swivelock to treat scapholunate instability. One (1) patient experienced complex regional pain syndrome during the fourteen (14) month follow-up period. Ref: helfter, l., et al. (2023). "Ligamentoplasty in scapholunate instability: short-term results of the "all dorsal scapholunate repair" technique." Eur j orthop surg traumatol.